Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/19/2013 - device evaluation:the pump has been returned and evaluated by product analysis 11/08/2013 with the following findings:during testing, the display screen text was found to be dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration of text. Unrelated to the complaint, evaluation revealed that the audio bolus button cover had a hole in it but was functional.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).